Event description:
New information received notes that there is no allegation from a health professional that suggests the infection was related to the single chamber pacemaker system. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-16972. It was reported that the patient presented to the hospital with bacteremia. The pacemaker and right ventricular lead were explanted and replaced. There were no known patient consequences.